Manufacturer narrative:
Following physician: (B)(6).

Event description:
It was reported that the patient called technical services to report that her implantable cardioverter defibrillator (ICD) "probe' had come lose and the ICD was shocking her. The patient was directed to her following physician for follow up. Information received from the following physician indicates the patient was out of state and called them to report that their right atrial (ra) lead had dislodged. The clinician noted the dislodgement may have been due to twiddlers. The clinician did not have any additional information regarding the facility where the event was found or where the patient was being followed. No further information was provided.